Event description:
Rptr has had ruptured implants bilaterally. She has severe pain in joints, lumps in legs, lump with burning/pain in right armpit near currently ruptured breast implant, chronic and extreme fatigue, chronic ear and sinus infections, chronic bladder and kidney infections, shape of both breasts distorted by "buckling" and/or ruptures or encapsulation, chronic flu-like symptoms, extremely poor circulation with chronic bruising, lumps under skin, slow or absent wound healing, chronic pain in neck, shoulders and back, deafness in left ear with loss of hearing in right, and sometimes ringing in both ears, asthma/difficulty breathing, chronic allergic reactions, chronic pain in right side, chronic infertility, painful and abnormal "periods," chronic pain in breasts particularly right breast (currently ruptured), severe sinus headaches, and allergies. Rptr has had 3 surgeries, the approx dates are 1970 or 1971, 4/12/77 or 4/13/77, and 7/80 or 8/80. (Same rptr referred to in 1002488.)